Event description:
A malfunction alarm with code malf 12 was reported. There was no information provided about whether the customer's blood glucose level exceeded 500 mg/dl, as the customer declined to answer. Technical support assisted the customer with resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to contact support if the malfunction reappeared.